Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 46 mg/dl, 240 mg/dl, 217 mg/dl. Customer did not provide symptoms regarding low blood glucose. Customer treated with bolus with injection and manual bolus. Customer was neither in emergency room, nor admitted into hospital. Customer reports auto mode was on. Based on customer report customer alleging possible insulin pump under delivery. Customer states reason for insulin pump under delivering was because of her unexplained highs. Customer wishes to continue troubleshooting. Customer reports they have a back-up plan available. The insulin pump will not be returned for analysis.